Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
A customer reported a flogard pump that had presented the alarm fg.017, which indicates a battery condition. This event did not occurred during patient use. Therefore there was no report of patient/user injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported problem of a flogard infusion pump with a "damaged battery" was confirmed in sample evaluation task. During evaluation the main batteries were found defective/inoperative. Service replaced main batteries to resolve the reported problem.(B)(4).